Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. The device history review could not be conducted since the lot number nor product code was provided. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a gynecologist was working with our capio device and lost the dart in the patient. Initial reporter stated that this happened in approximately (B)(6) or (B)(6) last year, and then again, this year about 3 weeks ago. He believes that the surgery was a prolapse surgery. He did not have any other specifics regarding the case, other than they x-rayed the patient and saw the dart in the patient. The dart is seemingly falling off the suture when the doctor is using the capio device. The patients seemed to do just fine post-surgery, per initial reporter.